Event description:
The manufacturer received voluntary medwatch (mw510772). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information that the patient alleging chronic headaches, sinus congestion, and sinus infections. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.